Manufacturer narrative:
The field service engineer determined the issue was caused by the sample probe. The probe was replaced. Calibration and controls were run and controls were within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that after service left, they received discrepant results for five patient samples tested with ise indirect na for gen.2 on the cobas 8000 ise module. The incorrect values were reported outside of the laboratory where they were questioned by the doctor. The samples were repeated on a second analyzer. The repeat results were believed to be correct and corrected reports were issued. The first sample initially resulted with an na value of 130 mmol/l, which repeated as 138 mmol/l. The second sample initially resulted with an na value of 128 mmol/l, which repeated as 136 mmol/l. The third sample initially resulted with an na value of 123 mmol/l, which repeated as 130 mmol/l. The fourth sample initially resulted with an na value of 128 mmol/l, which repeated as 136 mmol/l. The fifth sample initially resulted with an na value of 129 mmol/l, which repeated as 138 mmol/l. No adverse events were alleged to have occurred with the patients.